Manufacturer narrative:
Sample preanalytic information and an analyzer performance check were requested but not provided by the customer. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned false negative elecsys anti-hcv ii immunoassay results on a cobas e411 disk and a cobas 6000 e 601 module. The customer provided questionable results for one patient. The initial result was not reported outside the laboratory. The customer performed repeat testing on the patient's sample. The patient¿s initial anti-hcv result was negative on the e411, and repeat results were negative on the e 601, positive on an abbott analyzer, and positive on a vidas analyzer. The cobas e411 disk serial number used for patient testing was (B)(4). The e 601 serial number was requested but not provided.